Event description:
The dexcom 7 sensor continues to fail multiple times. Their product needs to be reviewed very close. When I am not getting an error message and to replace, the readings are off from finger sticks by many points.